Event description:
Patient had uncomplicated vaginal delivery. After delivery a second degree laceration was appreciated. During repair with a 2-0 vicryl on a mh the needle broke in the patient tissue. This was the first stitch taken with this needle. The broken end of the needle was unable to be located. Ir came to patient bedside and removed broken needle which took about 8 hours to do. Needle was not saved. All lot numbers matching the needle were removed off the unit.